Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. The device was not exposed to high magnetic field. Customer was advised to disconnect from the device. Motor error occurred twice in the last 30 days. Other alarm was noted in history. Customer does not use sensor feature. Customer was able to rewind the device. Customer's blood glucose was 180 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to faulty force sensor resistor. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.